Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: the product was returned to mentor for evaluation with approximately 11.5 cm of tubing attached to the implant, and the connector and injection dome were returned along with the device. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the spec smooth rnd 425cc breast implant had a crease/fold on the posterior view. Additionally, a tear was identified within the crease/fold measuring 0.1 cm approximately in length. Leak testing was performed according to mentor procedure and no additional anomalies were identified. The evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with mentor smooth round spectrum 425cc saline prostheses experienced bilateral deflation post procedure. The deflations were accompanied by pain from the ports. As a result, bilateral prosthesis replacement with 260cc mentor memorygel breast implants was performed on (B)(6) 2020. The left sided deflation was reported initially under 1645337-2020-00556 on january 9, 2020. On may 14, 2021 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.